Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the follower application was not displaying data and a hypoglycemic event occurred. The patient's mother stated that after a few hours of the follow application displaying "no data", she checked on the patient who was very groggy. Patient's mother treated patient with 2 juices, his body shook and then patient's mother administered glucagon. Paramedics arrived and took the patient's blood glucose reading of 2.9 mmol/l. It is unknown how patient's continuous glucose monitor application was functioning at the time of the event. No further medical intervention was reported. Data was received for evaluation. Data investigation could not confirm the reported allegation. The root cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available. No additional patient or event information is available.